Manufacturer narrative:
The pump was received with currents within specification. The pump was unable to prime during the prime test and gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump unit had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, a missing end cap sticker and a cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer pressed the esc and act buttons to clear the alarm but they did not work. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.